Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve was perimeter 71.5 mm, minimum annulus was 22.1mm, left ventricular outflow tract (lvot) was 23.3mm, the calcium score was 905 mm2 and patient's aortic valve angle (av angle from 3mensio) was 66 degree. During procedure, a pre-dilation performed. During procedure, at 80% the implant depth was around 5mm. Couple of hours after final release, the valve was migrated deep into lvot and patient had a severe aortic regurgitation (ar). A post-dilatation performed to reduce perivalvular leak (pvl) and they decided to put a second valve to reduce ar. A new 25mm navitor valve was chosen and completed the procedure. The physician mentioned the cause of migration was stiff angle and heavy calcium.

Manufacturer narrative:
An event of device migration and central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported device migration was stiff angle and heavy calcium. The cause for the reported central regurgitation and aortic valve insufficiency/regurgitation appeared to be related to device migration. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a